Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in india. A livanova field service engineer was dispatched to the customer facility and confirmed the event. To solve the issue, the cpu pcb board was replaced. Functional verification checks carried out and unit has returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, the 3t heater cooler system displayed alarm e7 (meaning pump 1 is blocked). To solve the problem, the circulation motor was replaced. However, after the activity, the system displayed alarm e06 (meaning pump 1 is using too much power). There is no report of any patient injury.